Manufacturer narrative:
.

Event description:
It was reported by service report that the head end of the bed drifts down when in the up position. No patient involvement or adverse consequences are reported.